Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One turbid (product four with surgical residue in the (fluidic management system) and three used anterior paks were visually inspected and no obvious defects were found. All manifolds were inserted properly in the cassette housings. The small part trays were not returned with the products. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The products were tested using the unity console with the calibrated console. The products could prime and tune with the active sentry handpiece, the 0.9millimiter active bypass surgery (abs) tip and infusion sleeve from the lab stock successfully. No message code appeared on the screen. The irrigation, aspiration and redundant pressure sensors displayed the correct accuracy readings when evaluated. The maximum vacuum test successfully achieved the target vacuum pressure. Both irrigation and aspiration flow rates were sufficient. The products passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the products functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that advisory was displayed, and no vacuum was seen in eye during the cataract surgery without intra ocular lens implant. The surgery was completed after replacing the fluidic management system. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).